Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a false atrial lead low impedance warning occurred on the implantable pulse generator (ipg). The right atrial (ra) lead exhibited intermittent undersensing. The ipg and the ra remain in use. No patient complications have been reported as a result of this event.